Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke down at 16 .5mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad at the proximal end was worn. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
The subject device was used during an uncertain procedure. It was reported that the jaw of the device was broken. The procedure was completed with another thunderbeat device. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the probe of the device was broken on (B)(6) 2015. And as additional information, it was reported that there was no fragment falling off inside the patient.